Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the fiber bonding in the outer tube area is damaged, and the light guide bundle of the insertion section was broken. Based on the results of the investigation, it is likely that the following led to the malfunction: the image failure was determined to be caused by a broken video cable. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the image from the scope was lost intermittently during an unknown procedure and could be recovered for a few minutes by reconnecting the device. There were no reports of patient harm.